Manufacturer narrative:
A specific root cause could not be identified. Calibration and controls were acceptable at the time of the event. Instrument assay performance check data was reviewed and no problems were found. A general instrument and assay problem can be excluded. No adverse events were reported.

Event description:
The user received a questionable estradiol generation 2 result for one patient sample. The initial result was 543.6 pg/ml and was reported outside the laboratory. The result was questioned by the physician and the sample was repeated on (B)(6) 2011 in a sample cup with a result of 370.1 pg/ml. It was unknown if the patient was adversely affected. The user does not have access to this information. The estradiol reagent lot number was 15931701. The field service representative was unable to determine a cause. To verify the analyzer operation, he ran performance testing with passing results.